Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed with the message ¿no disposable pump will not run.¿ the user reviewed the pump settings, silenced the alarm, powered the pump off, clamped the tubing, and removed the cassette. The cassette was tapped and the tubing massaged to release possible air bubbles before reattaching and powering the pump back on; however, the alarm persisted. Troubleshooting was repeated a second time with the same result. There was no patient harm or injury, and the event occurred while the device was in use at the patient¿s home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.